Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) gave a false positive 'low air pressure' alarm. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the epgs and completed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) confirmed the reported issue via the data logs. The oxygen (o2) transducer (p2) and the air transducer (p3) were swapped, and the error followed the air pressure transducer, determining the issue was with the air pressure transducer. The service repair technician (srt) duplicated the reported complaint. The o2 analyzer would not calibrate due to 'low air pressure' alarm. The srt replaced the air pressure transducer on the air side. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.